Manufacturer narrative:
An evaluation of the abutment screw (unisg) was not performed because the component was discarded. As the lot number of the component was not provided a device history record review was unable to be performed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw (unisg) fractured. The abutment screw was discarded.